Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcated stent graft was implanted for the endovascular treatment of a 48mm abdominal aortic aneurysm.  It was reported during the index procedure after the main body was implanted. Contrast leakage was observed. After excluding the possibility of leakage at the proximal end of the stent, the physician pulled down the contrast catheter to the obvious place where the contrast agent leaked. The contrast agent was pushed by hand. It was found that there was a hole in the stent body where the contrast agent leaked. Two contralateral iliac legs were used for anastomosis structure implantation in the bifurcated main body, and the endoleak disappeared. As per the physician the cause of the event was due to stent structure damage. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however the cause or type of endoleak could not be confirmed. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Lack of pre-implant CT¿s did not allow for a thorough assessment of pre-implant anatomical features that may have contributed to an acute type iii tear endoleak (e.g. Calcification). Procedural or post procedural CT¿s allowing assessment of the stent graft in-vivo configuration from additional views were also not available. This blush endoleak appeared as a focused leak from near the flow divider which is due to the higher porosity in that portion of the graft. The contralateral limb in the bifurcate gate is significantly lower in porosity due to the double layer of graft material, so the contrast is likely to take the path of least resistance in exiting near the flow divider and resulting in a type IV endoleak. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. No obvious stent graft issues were observed on the limited images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.